Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. Device evaluation: visual analysis of the returned device identified: two openings linear on radius and the weight the device within specification. A microscopic analysis was performed which identified: two striated openings on radius. Based on the device analysis the final assessment is: two striated openings due to surgical damage consist in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation was due to capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side capsular contracture, baker grade IV. Device has been explanted.